Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found that the downstream occlusion (dso) seal was faulty. The investigation determined that the pump's dso sensor was malfunctioning. The dso sensor was replaced.

Event description:
It was reported that the pump was not running when the infusion was started. The event occurred during infusion. There was patient involvement, but no patient harm/adverse event reported.